Event description:
The account alleged the head hi/low function is drifting down.

Manufacturer narrative:
The technician inspected the bed in the maintenance area completely and did find that the hi-lo head down hydraulic valve was bad. He replaced the hi-lo head down hydraulic valve to repair the bed.